Event description:
It was reported that the user experienced prolonged hyperglycemia with readings above 300 mg/dl, including values reported as ¿high,¿ followed by an episode of hypoglycemia to 39 mg/dl, in the context of meal-related rises, multiple infusion site changes, cgm replacement and calibration, and use of outside insulin via mdi while connected to the ilet. Symptoms included nausea and fatigue during the hyperglycemic period and a symptomatic low requiring carbohydrate treatment. Outcomes included transient functional limitation with need for self-care, use of backup therapy with mdi, and subsequent improvement after hydration, calibration, and site management, without hospitalization or professional medical intervention. Investigation included customer support troubleshooting, review of glucose trends, ketone testing with moderate ketones improving to trace, cgm calibration, infusion site changes, device pause and reconnection, and user education regarding low treatment and avoiding insulin stacking by disconnecting when administering outside insulin. Investigation of this case revealed user management factors consistent with insulin stacking from mdi while connected to the ilet, potential infusion site viability issues, and cgm-device discordance prompting sensor replacement, with no device malfunction confirmed. It was concluded, based on previously established findings for similar reports, that the cause was unclear but most consistent with use-related factors including outside insulin dosing and site-related absorption variability. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.